Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. The reason for call was the patient wanted to know about either changing their stimulation level or turning the therapy off because they'd been in a 'period of constipation'. The patient then further clarified that they would usually have accidents and they thought maybe they should turn the stimulation down a little. The patient reported the constipation began after they had a hard fall to the floor on thursday where they'd fallen on the side where the ins was (though they hadn't fallen on their back.) The patient stated they hadn't had a bowel movement since and they "don't know if it's something that got moved" in a part of their body. The patient was able to connect to their settings while on the call and the therapy was on. The patient was then able to lower their stimulation level and stated they thought the device/therapy must be ok since they'd been able to connect though they thought the ins felt like it was deeper now since the fall. Redirected the patient to their managing health care provider (hcp) to check the implanted system. The patient stated they would reach out to their hcp and thought that they might need to do an x-ray.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reiterated information about their recent fall previously recorded in this event. Tests were given and it was determined nothing was broken. In the next couple of days, they called the office of the physician managing their device and asked if the device should be checked due to the fall. Patient was told by office personnel, after they conferred with the doctor, it was not necessary to check the device unless there was redness in the area or device was not working. Neither was the case. After being released from the ER they became constipated which they thought was most unusual. At this time they have no knowledge if the device moved or did not move, however, it is working just fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.